Event description:
The customer received questionable alanine aminotransferase (alt) results for two patient samples. Patient sample 1 initial result from analytical d module analyzer serial number (B)(4) was 2712 u/l with a data flag. The repeat result on analytical p module analyzer serial number (B)(4) was 8 u/l and was reported outside the laboratory. The sample was then repeated with a dilution on analytical p module analyzer serial number (B)(4) and the result was 3200 u/l with a data flag. On (B)(6) 2013, patient sample 2 initial result from analytical d module analyzer serial number (B)(4) was 892 u/l with a data flag. The repeat result on analytical p module analyzer serial number (B)(4) was 14 u/l and was reported outside the laboratory. The sample was then repeated with a dilution on analytical p module analyzer serial number (B)(4) and the result was 921 u/l with a data flag. The results were confirmed on analytical d module analyzer serial number (B)(4) before being tested on analytical p module serial number (B)(4). No specific results were provided, but the customer stated the results were accompanied by data flags. The results of 921u/l and 3200 u/l from analytical p module serial number (B)(4) were believed to be correct. The patients were not adversely affected. The alt reagent lot number and expiration date were not provided. The field service representative problem determined the dilution saline was contaminated. He checked and verified system pressures, temperatures and rinse heights. He replaced the saline reagent used for dilutions and worked with the customer who performed a 20 cup plasma pool precision. The customer used module d1 to run the initial sample with high linearity, causing the p module to re-repeat the sample with 10:1 dilution. All test results were within guidelines.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.